Manufacturer narrative:
Results and conclusions - product performance engineering reviewed the incident information. It was reported that the pixel stent was implanted distal to a vison stent and a dissection occurred at the proximal side of the pixel stent. Dissection, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. In addition, the IFU also warns that "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion" there does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporter status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported that the procedure was to treat the target lesion which was the anterior ventricular (av) rca in an ami pt. There was mild tortuosity, mild calcification, and 90% stenosis. After suctioning the thrombus, the plaque had remained in the mid rca, distal rca and the av rca, so a 2.5 voyager was used to pre-dilate the lesion. A 4.0x18 mm vision was deployed in the mid rca. Then, the 2.5x18 mm pixel was advanced distal to the 4.0x18 mm vision and deployed in the av rca. At this time a dissection was observed at the proximal side of the pixel. A 2.5x23 mm pixel was deployed to treat the dissection. The same voyager was used to post-dilate and the procedure was completed. No additional event or pt information is available.